Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patient could no longer charge the two ipgs. The patient underwent a revision procedure wherein the two batteries were replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Model number/catalog number: sc-1110-02. Serial number: (B)(4). Batch/lot number: 14231473. Model/catalog description: precision ipg kit. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient could no longer charge the two ipgs. The patient underwent a revision procedure wherein the two batteries were replaced. The patient was doing well postoperatively.